Manufacturer narrative:
The patient was stabilized with catecholamine therapy. The system controller was disconnected, however, the pump remains implanted at this time. No further information available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 1.5 years post-implant, the patient informed the clinic of a red heart alarm situation while connected to batteries and lying in bed. The patient connected himself to the module, but the alarm continued. Emergency service exchanged the system controller, with no resolution. The patient was immediately transferred to the hospital and all peripheral devices were exchanged, but the alarm situation continued. The system monitor showed low flow and pump off, with pump parameters displaying intermittently. Pump power was approximately 20 watts and pump speed around 1600 rpm. The patient was stabilized with catecholamine therapy. The system controller was disconnected and the hospital plans to exchange the pump.